Event description:
When dilating inside a previously placed stent, the catheter balloon ruptured at 4-6 atm. The catheter was removed and replaced with the same make and it also ruptured at 4-6 atm. Removal and replacement with a competitor's model was successful in completing the procedure with no pt injury or further complications.

Manufacturer narrative:
Block h6: method code 86 assigned as no sample was available for evaluation conclusion code 68 assigned as the item was being used against its labeled indications.